Manufacturer narrative:
Pr 9538889¿ follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information

Event description:
It was reported that the bd integra had a syringe needle connectivity issue. The following information was provided by the initial reporter: "patient has been having problems with the last two shipments. On the first shipment the needle fell off before she administered the injection. With the second recent shipment, the needle disconnected from the syringe, and she had to pull it out of her stomach." External evaluation is required for takeda tw pr# 4022303 ¿- gattex - needle - bent/broken/damaged product: gattex bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch) bd syringe lot number(s): 2263232 takeda awareness date: 03jan2024 report received from accredo on (B)(6)2024 patient has been having problems with the last two shipments. On the first shipment the needle fell off before she administered the injection. With the second recent shipment, the needle disconnected from the syringe and she had to pull it out of her stomach. Kit lots:: av23219aa, av23116aa and expiration dates: 07/31/2024, 08/31/2024 status: requesting external evaluation sample / photo availability: no sample or photos were provided to takeda. Ae: ae unknown patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.